Manufacturer narrative:
Upon receipt, the lead was found cut approximately 36cm distal to the is-1 connector pin. All fragments were received for analysis. The analysis of the returned fragments revealed multiple abrasion marks along the lead body. In particular, between 33cm and 35cm distal to the is-1 connector pin, the lead body was found squeezed and deformed. In this region, the insulation and the coating of the conductor cable to the shock coils were damaged. The inner conductor coil and the cables to the shock coils were fractured. These findings can be considered as the root cause of the clinical observations. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. In addition, deformations of the shock coils and an elongated and kinked fixation helix were detected, which most likely resulted from the extraction procedure. Due to the fragmented state of the lead, the electrical analysis was limited to the dc resistances of the lead fragments. No peculiarities were found. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the ICD could not be interrogated and that the patient received a shock on (B)(6) 2019. The lead was explanted. This event became reportable based on analysis results of the lead.